Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 461 of mg/dl. The customer had symptoms such as nausea and treated with bolus. Customer stated that insulin pump did not accept calibration. Troubleshooting was performed. Customer was neither in emergency room nor admitted into hospital and based on customer report customer alleged insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. The insulin will not be returned for analysis.